Event description:
Reporter alleged blood glucose measured 230, 180, 140, & 98 mg/dl back to back. However, memory indicated results taken were 218, 101, 111, and 99 mg/dl. No actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.